Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had unattached downstream occlusion (dso) seal during testing. The reported issue may result in improper occlusion detection and allowing fluid ingress into the pump. It could lead to interruption of therapy. There was no patient involvement and no harm/adverse event reported.